Event description:
It was reported the patient was scheduled to receive a scs trial system; however, the procedure was aborted prior to accessing the patient's epidural space. It was reported the patient could not tolerate the procedure as she was extremely uncomfortable after she was given sedation. The physician decided to reschedule the surgery at a different location where she could be given appropriate sedation prior to accessing the epidural space.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.